Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A third seal was deployed, however a side clamp was used to complete the anastomosis. A forth seal was used for another anastomosis, however it got cracked. A replacement seal was used to complete the procedure. This report is for the second seal.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal still loaded inside the deployment tube and cracked. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product. A lhr review was completed for the product, there was no nonconformance associated with the lot number.